Event description:
Patient returned from surgery with the pulse oximetry probe. Oxygen saturations were reading in the seventies. As a result, "blow by" oxygen administered. The pulse oximtery probe was removed from the patient, and the adhesive was noted to be separated from the electrode.